Event description:
It was reported that a patient underwent an atrial flutter ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the dilator was broken. It was reported that during the operation, the "inner sheath" was broken when inserting the inner sheath into the outer sheath. The device was not used in patient. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
The product has not returned for analysis, however, a picture(s) were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 13-aug-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial flutter ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the dilator was broken. It was reported that during the operation, the "inner sheath" was broken when inserting the inner sheath into the outer sheath. The device was not used in patient. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed bent marks in the shaft; however, no internal components exposed were found. No further investigation could be performed as the dilator was not returned for investigation. Device history record review was performed for the finished device (B)(4) number, and no internal actions related to the reported complaint condition were identified. The dilator issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The potential cause of the sheath condition could be related to the handling of the device during the shipping process; however, this can not be conclusively determined. The sheath failure was not related to the reported event. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-dec-2025, the photo analysis was completed. A picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, the dilator hub was observed detached from the dilator shaft. Supplier investigation was performed, and the freudenberg medical concluded that the dilator hub was detached from dilator. However, the engagement of the hub could not be investigated and thus this complaint could not be confirmed to be manufacturing attributable a device history record review was performed for the finished device lot number 00002862 and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the picture received. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).